Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 240 units of insulin, and at the time of the reported event, the insulin gauge displayed 36 units. The customer reloaded the cartridge and received a minimum fill notification. The customer's blood glucose (bg) level was 286 mg/dl; however, the customer reported having other unspecified health issues. The customer delivered a correction bolus and bg level was decreasing. It was confirmed that the customer has manual injections available as alternate insulin therapy.